Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they had been having hip problems with the device and when they turned up the stimulation it caused their foot to twitch and it felt like a heartbeat in their foot. Patient said they started getting hip pain right around 6 months ago when they started losing a lot of weight, but the foot twitching didn't start until 2-3 months ago because their bladder had started reverting back to having difficulty going so they increased stimulation and that's when they noticed the twitching in their foot. Patient mentioned that they thought next month they were going to have surgery to get the implant moved because the implant wasn't resting where it should be and the healthcare provider said they had a lump where the lead was. Patient said their doctor recommended they call for assistance changing programs. Agent walked patient through changing programs. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Agent sent message to field to provide visibility to situation.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.